Event description:
Aggravated infection, intra-abdominal abscess. Pt with a history of rectal cancer, diabetes mellitus and chronic renal failure treated with dialysis, underwent a colostomy procedure for rectal carcinoma (date unspecified). Postoperatively, it was observed that the small intestine had adhered to the incised recto-vesical pouch. The pt underwent a small intestinal resection and adhesiotomy for intestinal obstruction and had two sheets of seprafilm applied in the pelvic and abdominal cavities under the median wound. Keiten (cefpirome sulfate) 1g, qd, was administered for 5 days for prevention of postoperative infection. On the 5th day infection of the median wound was noted and confirmed to be methicillin resistant staphylococcus aureus (mrsa). Amikacin (amikacin sulfate) 200mg qd was administered for 2 days. Shunt sound decreased and liple (alprostadil) 5 micro g was administered for 4 days for treatment. Vancoymycin (vancomycin hydrochloride) 1 g was administered every other day for 3 days for mrsa. Pus was observed oozing out of the median wound. A CT scan revealed an intrapelvic abscess that involved the wound. Targocid (teicoplanin) 200 mg was administered after dialysis every 3 days for 6 days. Peritoneal drainage was performed. Approximately nine days later, the drain was removed as the excretion of pus stopped. 12 days later the wound was sutured. The patient recovered without sequelae. The treating physician commented that following partial resection of the small intestine, the incision was sutured using an automatic device for anastomosis. Although the development of infection was considered unavoidable, excretion of pus was not observed when the drain was inserted. The physician indicated failure to cover the small intestine while applying seprafilm in the pelvis may have promoted the infection. Additionally, severe adhesion, which was observed in the ileal side of the small intestine, was excised as well as the one between the small intestine and the ascending colon. Although anastomotic failure was not found, anastomosis of the excised sites may have caused infection. Drainage was negative. The pt was given meals later and had evacuation. Both the infection and reaction to foreign bodies were considered to have caused the abscess per the physician.